Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing) which occurred on the homechoice (hc) during dwell. The patient was connected at the time of the alarm. The patient line had been properly primed, and there were no patient extensions in use. The patient had not disconnected prior to the alarm. All of the bags were properly connected, and there were no open clamps on unused lines. Per the care giver (cg), there was some solution on the floor, but the cg could not find the source of the leak. The set was not being reused. The patient did not have any pets that could have caused damage to the supplies. There was no damage noted to the over pouch or the carton in which the cassette was delivered, and a sharp object wsa not used to open either. The supplies had not been damaged by an outlet port clamp or assist device. The cg cycled the power and received a system error 2367. The baxter technical services representative (tsr) assisted the cg to retrieve the cassette, and advised the cg to let the patient's registered nurse know about the alarm. The patient would follow up with manual supplies. Proper procedures were reviewed. There were no samples or lot numbers available. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter contacted the cg on (B)(6) 2013. He confirmed that there was solution on the floor, but could not identify the source of the leak. The sample was not available. The patient is okay and has continued with normal therapy. The patient has not had any problems since.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 was confirmed. The root cause was undetermined. The sample was unavailable and the lot number was unknown, therefore no evaluation or batch review could be performed. This issue is being investigated through CAPA.